Event description:
First fitted on (B)(6) 2008 at the (B)(6) - repair of mulit-incisional hernia and resection of omental mass - permacol. Less than a year later, it failed on (B)(6) 2009. (B)(6), recurrent incisional hernia and abdominal wall reconstruction - permacol was re-fitted. Failed again and resulted in further surgery on (B)(6) 2013 at the (B)(6) hospital. Recurrent incisional hernia and abdominal wall reconstruction. The permacol mesh was reported on a CT scan on (B)(6) 2013 as thin and partly calcified. Each time I suffered extreme pain, blocked and twisted bowel and distress. Following the last procedure, I suffered a cardiac arrest.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 011/26/2014.